Event description:
During a right popliteal artery percutaneous transluminal angioplasty a stent was deployed. As the stent catheter was being withdrawn, it was noted that a portion of the delivery system had become detached from the remainder of the delivery system. A snare was used to snare the distal piece of the amplatz wire as the stent delivery piece was retained on the wire. Wire and snare were withdrawn in concert which withdrew the portion of the delivery system that had become detached. No adverse outcome, no increase in length of stay.